Manufacturer narrative:
An event regarding revision involving a scorpio femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for inspection. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "the patient noted sudden pain 9 years after a scorpio tka. A radiolucent line was noted under the tibial base plate. At revision surgery, complete de-bonding of the baseplate from the cement mantle was noted. There is no direct evidence that the isolated de-bonding of the cement/prosthetic interface is causally related to the design, manufacture, or materials of this prosthesis." Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery as review of the medical records did not allege if the femoral component caused the loosening of the baseplate. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient's right scorpio ps knee was revised due to what patient described as deep knee pain. Surgeon revised the baseplate (appeared loose on x-ray ), tib insert and femoral component, - patella remained in place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right scorpio ps knee was revised due to what patient described as deep knee pain. Surgeon revised the baseplate (appeared loose on x-ray ), tib insert and femoral component, - patella remained in place.